Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an amount of bolus completed plus amount left to go does not add up to programmed dose alarm. The customer stated they were able to clear the alarm. The customer also reported that they got the source of an external interrupt could not be determined and the number of pump strokes remaining in a bolus is larger than the maximum bolus alarms during the week. No harm requiring medical intervention was reported. Troubleshooting was completed for one alarm but not for the rest. The insulin pump will be returned for analysis.